Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the van seat broke in half and then the hanger brackets bent.